Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment. Additional info from importer report: associated MDR: 1018233-2013-00209.

Manufacturer narrative:
(B)(4). Additional info from importer report: (B)(6). Brand name: uretex sup urethral support system; catalog # 485013. (B)(6).